Manufacturer narrative:
Insulin pump had a missing retainer ring, missing reservoir tube o-ring, minor scratched display window, scratched case, keypad overlay texture damage and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the clear plastic around the reservoir compartment is missing. Customer's blood glucose reading was 270 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.